Manufacturer narrative:
Patient country: united states. Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the ER and was subsequently hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. The blood glucose level was 1100 mg/dl at the time of event. The ketone levels were very high. The patient was in the hospital for more than twenty-four hours. The patient got treated with insulin injection. The patient replaced infusion set and resumed insulin delivery successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008113, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 20-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6008113". The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008113 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine 12 on 16-jul-2024, with a total of (B)(4) units. 1 set with tape bent. Extended sampling plan acceptable. The sub-assembly lot 4f06412 was manufactured according to the wi version 27, on 15-jul-2024, with a total of (B)(4) units. The sub-assembly lot 4f06413 was manufactured according to the wi version 27, on 16-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f06377 was manufactured according to the wi version 42 and manufactured in the machine 04 and 8, on 14-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 4f06376 was manufactured according to the wi version 42 and manufactured in the machine 04 and 8, on 13-jul-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test. Wi guidance for functional leak testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. All test results were within specifications as per the test report 2401365. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, one complaint thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.